Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment as the bite was not correct and the upper/lower anterior teeth were hitting and no overjet, causing mobility (traumatic occulsion).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.